Event description:
A pt reported they were unable to receive an accurate reading on their one touch basic meter due to their meter allegedly would only flash the battery icon message. There was not a result on their meter; pt was unable to test. No treatment was reported. No further info has been reported. No serious injury or allegation of harm.